Event description:
A lead extraction procedure commenced to remove an ra and rv lead due to non function. Spectranetics lead locking devices (llds) were inserted into the leads to provide traction. During the procedure, the leads inner lumens broke and the llds were removed in their entirety, leaving behind the leads outer insulation and cabling. To attempt to remove the lead remnants, snaring was performed, using a cook medical needle's eye snare, along with a merit medical en snare endovascular snare system, and a medtronic amplatz goose neck snare. The ra lead remnant was successfully removed. While attempting to remove the rv lead remnant, the lead disintegrated with use of the snare, breaking the rv lead remnant into multiple pieces. A long, 7-8 cm section of lead remained in the rv, unable to extract. Additionally, fragments of the rv lead were left in the ra. A small 1 cm section of outer insulation migrated (embolized) into the patient's right lung. The procedure was stopped after approximately 8 hours of attempted extraction, and 2 hours of fluoroscopy. The patient was stable at the end of the procedure, and a multidisciplinary team meeting with surgical colleagues was planned to discuss further treatment. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5157536, mw5157537.